Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The doctor implanted a alcon lens sn60wf on (B)(6) 2016, during a post-op visit he noticed a piece of plastic or some particulate behind the lens. They feel the pack is possibly the issue or the hand piece. Additional information: it is not causing any issues and vision is good. There is no adverse patient reactions at all at this time.